Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the laser probe got stuck in the trocar cannula during a procedure. After exchanging the probe, the procedure was completed with no impact to the patient.